Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan (lfs) product analysis with the following findings: the subject meter displayed cal code 22 when initially activated for investigation, which per the cal code printed on the test strip vial, is not correct. The cal code was changed to cal code 25, per test strip vial labelling, for performance testing. The meter has passed performance testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. In addition, the serial number the patient provided during the initial call (k16004fey) was found to be incorrect. The correct serial number is knh004fey and was obtained on product return; the serial # in section d4 has therefore been updated to reflect correct information. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). This report is also related to voluntary medwatch mw5096449 and mw509665.

Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan via email. In this email, the patient alleged that the subject device was reading inaccurately high compared to his feelings and/or normal readings. This complaint has been classified based on information obtained from the lay user/patient's correspondence. It is not known when the alleged inaccuracy issue began but the patient alluded that it had been ongoing. The patient did not provide any readings obtained on the subject device relating to this event but stated that the device was reading inaccurately high. The patient manages his diabetes with insulin and stated that due to the alleged inaccurately high readings obtained on the subject device, he would take more insulin. The patient stated in his email that "he fell out of bed one night due to an insulin reaction", "hit his head on the corner of the nightstand and sustained bruises on one arm"; no specific date or time was given for this alleged incident. It is not known if the patient received medical treatment as a result of this issue or if his blood glucose was measured at the time on either the subject meter or another device. Based on the information provided, it is not possible to determine if at the time of the alleged event, the subject test strips had been stored correctly or open beyond their discard date. It is also not know if the patient was following the correct testing procedure, if the unit of measure was set correctly at the time of testing or if an approved sample site was used to obtain the results. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after obtaining alleged inaccurately high blood glucose result(s) on the subject device. The alleged inaccuracy issue could not be ruled out as a cause and/or contributor to the event.